Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices with reported issue referenced in b5 are captured under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with three proglide devices after a peripheral interventional procedure using a small bore hole. Reportedly, the suture did not capture the arterial wall and come out with the knot intact. This occurred with all three devices. A starclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.